Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil would not advance through another manufacturer's catheter. The physician removed the catheter with the coil still inside of it. The procedure successfully continued using new devices.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device disposed of.